Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of an unspecified tissue injury (vascular injury) is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a right superficial femoral artery atherectomy and balloon procedure. Reportedly, after deployment, the device was attempted to be pulled out of the patient but was stuck. The footplate lever was opened and closed and eventually the device was able to be pulled out. It was thought the foot may have been slightly open during removal. A 7f sheath was inserted and there was oozing. The suture was pulled a bit and oozing ceased. The knot was advanced down; however, hemostasis was not achieved. A second proglide was deployed and able to achieve hemostasis in the vessel. It was thought the partially open foot enlarged the vessel more than 7f. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.